Event description:
It was reported by service report that the bed lift was unable to be electronically lowered to the lowest position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - tilt sensor pcb board.